Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens split down the center of the optic as it was being inserted into the eye. Lens was removed, incision was enlarged and no suture was required. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).